Event description:
A customer reported obtaining a falsely high troponin I result (0.81 ng/ml) from the second of three serial samples. Duplicate test results for this sample was <0.08 ng/ml. The biased result was reported to the floor. An elevated result of the magnitude observed might result in cardiac catheterization. There was no report of pt harm as a result of this event.